Manufacturer narrative:
Additional information is provided in section d9 to reflect that the product was returned for evaluation. The investigation is not completed yet. The investigation results are pending. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that "light not working, upon receipt noticed that cover glass missing on blades." No negative impact in state of health reported.

Manufacturer narrative:
Device evaluation: several defects were identified during the manufacturer's technical inspection. The investigation revealed that all three products were manufactured in 2019 and had never been repaired or serviced since then. Intensive use over several hours and hundreds of applications causes wear and tear on the product, and the adhesive that holds the cover glass in place can also wear out, which can only be remedied by maintenance or repair. Wear and tear on the adhesive can allow liquid to penetrate the interior of the housing and damage the electronics responsible for light and image. Due to several instances of damage to the products, we assume that the product has been used improperly. Improper refurbishment can also cause damage to the housing and adhesive, which can lead to failure of the cover glass and malfunction of the lighting and imaging. The event is filed under internal karl storz complaint ID: (B)(4).